Event description:
Philips received a complaint on the defibrillator indicating that the device had battery issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city:(B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone:(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the battery issue was due to malfunction of battery. The battery was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of battery. The root cause of which could not be determined. The reported problem was confirmed.